Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient¿s parent stated the complained of severe nausea, vomiting and abdominal pain. The patient was taken to the hospital and admitted for diabetic ketoacidosis (dka). There was no indication on the patient¿s cgm that her blood glucose values were high and the cgm had not alerted for a high. Her bg was tested at home with a value of high, meaning her bg was greater than 33 mmol/l. The bg lab result at the hospital was 41 mmol/l. The cgm values were not provided. The date and location of the sensor insertion was not provided. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional event or patient information is available.